Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was offline. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had gone offline. A field service engineer (fse) found that the station was not booting due to an issue with drawer 5.2, replaced the drawer controller with drawer 5.2, and the device began functioning properly. The fse then tested the device in diagnostics and verified functionality. The system functioned as intended after the field service engineer repaired the device.